Event description:
As reported through the japan tavi registry, the patient underwent a transfemoral tavr (transcatheter aortic valve replacement) procedure with a 26mm sapien 3 ultra resilia valve in the native aortic position at nominal volume. Immediately post valve deployment, echocardiography showed trivial paravalvular leak (pvl) which only had one jet. Approximately 11 months post tavr, the lactate dehydrogenase (ldh) levels rose to around 700, and the patient was referred from another hospital with suspected hemolytic anemia. At the time of referral, echocardiography revealed the pvl had increased to two jets. Post-dilatation was performed the following day with the first inflation at nominal volume and the second with an additional 3ml. The subsequent fluoroscopy showed improved stent shape and the pvl appeared slightly reduced.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: investigation findings, investigation conclusions and h11 have been updated. Additions to section h6: type of investigation. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The provided pre-tavr imagery revealed slightly more calcium distribution on the non-coronary cusp. Post-tavr imagery revealed the valve was in a good position and slightly under-expanded at the mid-valve, measuring 24.4mm (0.5mm added for outer diameter). In this case, the complaint of paravalvular leak (pvl) was confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Per the provided imagery, the patient had a severely calcified native annulus. Bulky calcification can create irregular contact between the pvl skirt and target site, resulting in paravalvular leak. As such, available information suggests that patient factors (calcification) may have contributed to the pvl event; however, a definitive root cause was unable to be determined. In addition, hemolysis is the destruction of red blood cells. There are multiple extrinsic and intrinsic factors including use of extracorporeal circulation, transfusion, infection, tumors, autoimmune disorders, medication side effects, a metabolic abnormality, and red blood cell membrane instability. Normal red blood cells (erythrocytes) have a lifespan of about 120 days. After the lifespan is over the red blood cells break down and are removed from the circulation by the spleen. In some medical conditions, or because of taking certain medications, this breakdown of red blood cells is increased. Medications that have been associated with hemolysis include acetaminophen, penicillin, and other pain medications. Red cells may be destroyed due to defects in the cells themselves. Another cause of hemolytic anemia is break down due to mechanical damage, such as from artificial heart valves or heart-lung bypass; or they as a result of turbulent blood flow pattern and erythrocyte destruction caused by pvl or central regurgitation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.